Event description:
It was reported that a small volume intermate was missing its ¿protector cap¿. The reporter did not specify whether the cap was the sterility cap or blue winged luer cap. Patient involvement and the step of setup or therapy during which this was noticed are unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured on september 9, 2013 to september 11, 2013. The device was returned for evaluation. Visual inspection noted that the fill port cap was missing from the device. Since the device was not returned in its original packaging, the cause was unable to be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.